Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided and went to the emergency room (ER) on (B)(6) 2026. The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Customer loaded a new cartridge to address the issue.